Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis failed functional testing, the current drain was out of specification upon powering-up the monitor.

Event description:
It was reported that the monitor was unable to complete a manual remote transmission. The monitor was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.